Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: may 5, 2025 section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. Visual inspection under magnification reveal the lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing one haptic and one lens half was scratched. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient information: the customer declined to provide due to patient privacy and hipaa regulation. Device evaluation: the device was not returned for evaluation. Product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The iol was explanted due to the patient was unhappy with their near vision which was reported at j5 (jeager eye chart where j5 corresponds to a near vision acuity). The patient¿s post-operative best corrected visual acuity (bscva) is 20/25 (j5). There were no complications such as capsule tear, vitrectomy, incision enlargement or sutures. The patient information was not provided due to patient privacy and hipaa regulation. No further information was provided.